Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 170mg/dl. The customer was planning on changing the cartridge, infusion tubing and site. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.